Manufacturer narrative:
Additional information was received that the patient was experiencing inadequate stimulation.

Event description:
A report was received that the patient had a fall and had a computerized tomography (CT) scan taken. The CT scan result showed that the lead migrated and appeared to have been fractured. It was also reported that the patient's ipg was not able to charge and has been in hibernation. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. Model#: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg).

Event description:
A report was received that the patient had a fall and had a computerized tomography (CT) scan taken. The CT scan result showed that the lead migrated and appeared to have been fractured . It was also reported that the patient's ipg was not able to charge and has been in hibernation. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No device malfunction was suspected. The patient was doing well. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had a fall and had a computerized tomography (CT) scan taken. The CT scan result showed that the lead migrated and appeared to have been fractured . It was also reported that the patient's ipg was not able to charge and has been in hibernation. The patient will undergo an explant procedure.